Manufacturer narrative:
G4 - PMA/510(k)#: k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an abdominal aortogram, a bentson straight fixed core wire guide fractured and the mandril ¿popped out¿ at the beginning of the procedure, during insertion of the device. The wire was not altered prior to use. Access was obtained in the right femoral artery to target the aorta. The wire was not removed through a needle or other instrument. Details of the anatomy are unknown, and it is unknown if resistance was encountered during insertion of the wire. A new device of the same type was opened and used to complete the procedure. The user believes that all pieces of the wire were removed from the patient; however, this was not confirmed. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: h6 (annex a). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 21feb2024. The wire did not separate and nothing was left in the body.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 (annex a). Summary of event: as reported, during an abdominal aortogram, a bentson straight fixed core wire guide fractured and the mandril ¿popped out¿ at the beginning of the procedure, during insertion of the device. The wire was not altered prior to use. Access was obtained in the right femoral artery to target the aorta. The wire was not removed through a needle or other instrument. Details of the anatomy are unknown, and it is unknown if resistance was encountered during insertion of the wire. A new device of the same type was opened and used to complete the procedure. The user believes that all pieces of the wire were removed from the patient; however, this was not confirmed. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was received 21feb2024. The wire did not separate, and nothing was left in the body. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the returned device was conducted as well. The complaint device was returned to cook for investigation. There was a 7.5cm mandril protrusion from the coil when measuring from the distal tip. Some coil elongation was present at point of protrusion and coil elongation noted behind the point of protrusion. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on nine devices; however, all non-conforming product was scrapped. A database search for complaints on the reported lot found no additional relevant lot related complaints from the field. The product IFU states ¿¿do not advance or withdraw a wire guide when resistance is encountered, as a perforation could occur.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, returned product, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Although one relevant non-conformance was noted on the lot, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Details of the anatomy are unknown, and it is also unknown if resistance was encountered during insertion of the wire. The exact conditions experienced during the event cannot be duplicated. Therefore, based on the information provided and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.